Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation of the sm mpps dv 400cc, a tear was observed in the anterior view measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2021, mentor received additional information indicating that the correct date of event was on (B)(6) 2021. In addition, during the revision surgery on (B)(6) 2021, the patient also underwent capsulorrhaphy on the right breast pocket. On june 23, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 6, 2021, mentor received additional information indicating that the implanting doctor could have possibly snipped the suspect medical device during implantation, causing the deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2021, mentor became aware that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. On june 1, 2021, mentor received additional information indicating that the aside from the left breast deflation, the patient also suffered right breast pain and has been unhappy with the appearance of the right breast. The patient is depressed by her appearance and scared that it is not fixable. Physical examination noted that there was a breast tissue ptosis at the base of the mound of the right breast. In addition, the patient subsequently underwent bilateral replacement with the following devices: (left) 465cc mentor memorygel breast implant catalog: smhx430 lot: 9559543 sn: (B)(6) and (right) 465cc mentor memorygel breast implant catalog: smhx430 lot: 9535805 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4). Complication on the right breast/implant will be reported under mrn: 1645337-2021-06386. This medwatch form is for the left breast prosthesis.